Manufacturer narrative:
D4: item number, serial number, and h4: manufacture date are unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a cadd pump was not working properly. No adverse event reported as no symptoms were reported. Veletri medication infusion continued. Where the event occurred is unknown. Patient reported that she was having alarming on her cadd pump on tuesday of "high pressure". This was reoccurring and did not seem to be positional. She checked her line for any kinks and that she did not have any clamps on, she also redressed her hickman's. She could not locate any source of the line being kinked or clamped. The alarm stopped and then reoccurred on wednesday. Again no obvious cause for the alarm to occur. She then stopped the cadd pump she was using and changed to the other pump - using the same cassette and line. With her second pump the infusion continued without any alarms occurring. She has contacted her pah clinic, and they are arranging for a replacement pump to be sent to her. Discussed how to manage her veletri infusion and change of cassettes using only the cadd pump that has not presented with alarming. This appears to be a cadd pump issue not user error or cassette or line issue as the second pump worked without concern with the same cassette and line. This patient did not report any adverse event and is confident with her management of her veletri until she has the replacement pump. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.